Manufacturer narrative:
The account reported disposing of lens, therefore no lens is being returned to the manufacturer. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens dislocated approximately 6 weeks post lens implantation. The patient reported change in vision. The surgeon replaced the crystalens with a standard iol because the haptic was positioned "slightly more anterior." Additional information has been requested.